Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was in broken and the top and bottom cases were chipped and cracked. The device history report showed there was motor rate error in history. The device was tested using multiple flow and occlusion tests. Problem was unable to determine, could not repeat customer stated problem. The root cause unable to determine, could not duplicate customer stated problem. The tech replaced worm coupling and gear as a preventative measure. Performed occlusion test and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump reading "motor track error" when trying to run a med. No patient injury reported.